Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) indicated that the patient called him because she could not increase the intensity of the therapy. The rep checked impedances at an appointment today and found electrodes 9 and 13 showed the avoid indicator and 12 showed the do not use. The rep programmed around the three electrodes using three different groups. After making programming changes the caller verified that patient was able to increase the stimulation using the patient controller with each of the new groups. No symptoms were reported.